Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: review of the black box data revealed evidence of unexplained power on reset events recorded on (B)(6) 2016. No battery cap was returned. All testing performed with a test battery cap. On investigation, the pump intermittently powered with test battery cap in place. The battery cap was unable to fully tighten. The battery compartment was cracked from the threads to case seal. There was evidence of moisture contamination inside battery compartment. A leak test confirmed a leak at the battery compartment crack. The pump was opened for further investigation revealing evidence of additional moisture inside pump. Complete investigation of the pump was not able to be completed as a result of failure due to the intermittent power condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (damage) issue; no power to the pump with a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.